Manufacturer narrative:
A steris service technician arrived onsite and observed no damage to the reliance genfore washer. The technician inspected the unit and found that the drying heater elements had an electrical short subsequently causing the reported sparks. The technician replaced the drying heater elements, ran a test cycle and confirmed the washer to be operational. The steris service technician returned the washer to service and no additional issues have been reported. A complaint review indicates this to be an isolated event.

Event description:
The user facility reported that sparks and smoke were observed inside the chamber of their reliance genfore washer. An employee pressed the emergency stop button to shut off the power to the unit. No report of injury.